Manufacturer narrative:
G4: 29apr2021. B4: 30apr2021. D4:UDI#: (B)(4). The speaker assembly was returned to the manufacturer for failure investigation analysis. The electrical open in the speaker created the primary alarm failure submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. (B)(6)2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported during the pre-use checkout of the device the unit alarmed with primary alarm failed. The failure happened prior to being placed on a patient there was no medical intervention, delay in therapy or patient/user harm reported.

Manufacturer narrative:
G4:(B)(6) 2021. B4:(B)(6) 2021. The field service engineer (fse) confirmed the reported failure in the diagnostic error report (drpt) and observed speaker 1 failing to sound. The fse replaced speaker 1 to resolve the issue. The unit was tested, and it was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.